Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic-like particulate matter was observed in an intravia container after zosyn was added. The customer stated that after the filtering process, particulate matter was still observed. The customer stated that an 18 gauge needle was used to compound the solutions in the bag. There was no patient involvement. No additional information is available.